Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from manufacturer representative (rep) who reported there were not external or patient factors that caused the high impedances on the trial lead. They reported the lead ends were switched and tried in each wens connection and the high impedances remained. They pushed energy in order to try and clear impedances and improve connection. Rep also reported they tried a different wens and got the same results. At that point the lead was removed and replaced which resolved the impedance and connection issues. They reported the trial is now underway and the patient is doing well. Issue resolved and customer discarded the removed lead and wens.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 977d260 (serial: (B)(6)); product type: 0215-screening device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during initial testing of the wireless external neurostimulator (wens) device with two leads, contact 7 appeared as red, indicating a problem, and 5 out of 8 contacts on the 8-15 lead showed errors. After swapping tails and numbers, a mirrored error was observed. The error persisted after performing a wet to dry wipe of the leads. The same error was observed after using a new wens device. The same result was seen on the 8-15 lead after replacement. After the patient had second leads inserted all impedances were green so the leads were sutured and incision was closed. Impedance testing was conducted multiple times, including after device and lead replacement, and after the patient was moved. No patient complications have been reported as a result of this event.